Manufacturer narrative:
Continuation of d10: product ID 37601, lot#/serial# (B)(6), implanted: (B)(6) 2012, product type implantable neurostimu lator. Product ID 3387-40, lot#/serial# unknown, implanted: (B)(6) 2012, product type lead. Product ID 3708660, lot#/serial# unknown, implanted: (B)(6) 2012, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37601 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances were out of range for all contacts on the left electrode. The patient was involved in a fight in 2016 with possible minor head/neck injury per the doctor. Since 2018, there were abnormal impedances (around 5000 ohm) on all left electrode monopolar contacts. The patient had an ins replacement to the rechargeable battery on (B)(6) 2020 and impedances were around 7000-8000 ohm in 2020. The patient reported worsening of symptoms/dystonia on the right. The patient was put in a bipolar stimulation setting. Cranial CT was normal. No interventions were taken yet. The issue was not resolved.